Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient presented to the cardiology office complaining of upper back pain and low energy. The electrogram showed lack of capture on the right ventricular (rv) lead. Subsequent x-ray showed the rv lead was not in the apex or septum and perforation was possible as the lead tip was noted to be possibly outside of the silhouette of the heart. The right atrial lead was also noted to have undersensing. Both leads were repositioned and remain in use. The patient was noted to have stable blood pressure throughout the procedure and no negative symptoms beyond pocket soreness the following day. No further patient complications have been reported as a result of this event.